Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has not been returned for evaluation yet. Investigation is still in process. When investigation is complete, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2018, it was reported to k2m, inc. That a revision surgery took place in which a broken rod and screw were removed. Revision surgery took place (B)(6) 2018. (Related to 3004774118-2018-00091).

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the product(s) used was conducted. All records revealed that all product(s) lots were manufactured within specifications and distributed in accordance with all operating procedures. The rod was broken into two pieces. Analysis of the fracture face indicates that the implant failed in fatigue. Additional markings along the length of the rod are consistent with engagement of screws and rod benders. Fusion could not be confirmed at the instrumented levels. Non-fusion can allow for dynamic motion within the construct, which may introduce compounding stresses to the hardware, causing the metal to fail in fatigue.

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That a revision surgery took place in which a broken rod and screw were removed. Revision surgery took place (B)(6) 2018. (Related to 3004774118-2018-00091).